Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "f-2" was not confirmed nor reproduced during service evaluation. No cause was identified for the customer reported problem. There were no repairs performed to resolve the customer reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a flo-gard infusion pump with failure code 2. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available.